Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18/1.5/105 diopter, in the patient's right eye (od) on (B)(6) 2015 and significant reduction of irido-corneal angles associated with excessive vaulting was observed. The lens was exchanged for a shorter lens. The eye is quiet and deep ac now. Patient is doing well and extremely happy now.